Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka had been performed on an unspecified date, the patient experienced a clunking knee when articulating from flexion to extension. Manipulation under anesthesia was performed but did not resolve the issue. The problem was solved by a revision surgery in which the jrny ii bcs xlpe art isrt sz 3-4 lt 9mm was found to be completely snapped away from the main body. Current health status of patient is unknown.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperable. The fractured post was returned with the device. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per case details, after a tka was performed on an unspecified date, an mua procedure was performed due to ¿patient experienced a clunking knee when articulating from flexion to extension.¿ however, a revision was reportedly completed due the issue being unresolved post-mua, and revealed, ¿the post of the bcs insert had completely snapped away from the main body.¿ two attached photos of the returned device were reviewed and confirm the reported device breakage. No additional clinically relevant information was provided including the patient¿s current health status. Without the requested information, the root cause of the reported events cannot be definitively concluded and the patient impact beyond the reported symptoms, mua and revisions cannot be determined. The patient¿s current health status remains unknown. Therefore, no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.